Event description:
The customer reported that the system's monitor was deactivated, the keyboard was on standby, the sys would not perform x-ray, and there was no lift or movement control. Attempts to reboot the system were unsuccessful. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. Technical support was provided to the customer to reposition the c-arm key. The customer reported that the system was working as intended and put back into svc.